Event description:
It was reported through a company representative that a physician had contacted him as he could not interrogate a pt's generator. The pt reported still being able to feel a tingle in her throat. The pt was implanted in 2005 and last settings were programmed to 1 ma. At the moment good faith attempts to obtain additional information from the reporting physician have been unsuccessful to date.